Event description:
This is filed to report recurrent mitral regurgitation, stroke, myocardial infarction, pericardial tamponade, renal failure, dialysis, and bleeding. It was reported through a research article that 1,491 patients underwent mitral transcatheter edge-to-edge repair (teer) from august 1, 2016 to april 1, 2020. One year after the procedure, the implanted mitraclip may have caused or contributed to recurrent mitral regurgitation, stroke, myocardial infarction, pericardial tamponade, renal failure, dialysis, major bleeding, reintervention/operation, hospitalization, and death. Additional information is listed in the attached article, titled ¿intraprocedural residual mitral regurgitation and survival after transcatheter edge-to-edge repair".

Manufacturer narrative:
B3, d6: dates estimated.d4: the UDI number is not known as the part and lot number were not provided.attachment: article titled ¿intraprocedural residual mitral regurgitation and survival after transcatheter edge-to-edge repair".the device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported recurrent mitral regurgitation (mr), stroke, myocardial infarction, pericardial tamponade, renal failure, and major bleeding could not be determined. The reported patient effects of mitral regurgitation, cerebrovascular accident, myocardial infarction, cardiac tamponade, renal failure, and hemorrhage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.